Event description:
It was reported that the catheter went across the mitral valve and became stuck. An open heart procedure was performed to remove the catheter. The procedure took approximately 4.5 hours. The facility reported that there was no patient injury.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation. During one previous complaint investigation of a similar device with the same reported complaint, an attempt to recreate the event was made by inserting a sample device into a sheath. The lasso was looped around a suture bundle, which represented chordae tendineae, then the catheter was withdrawn back through the sheath. With excessive tension, the sheath of the catheter was actually able to come completely off. Based on this testing, it is probable the retraction of the catheter into the sheath, in an attempt to free the catheter, may have caused the electrodes to lift and distort, leading to increased friction and resistance. Ascent's instructions for use state: use of the lasso 2515 variable circular mapping catheter and the reflexion spiral variable radius ep catheter are not suggested for use in the heart ventricles. Place the catheter by rotating the shaft in a clockwise motion only to reduce the risk of entrapping cardiac structures. Pull thumbknob back prior to insertion or withdrawal. Note: do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter. Prior to insertion or withdrawal, the loop should be fully relaxed (handle grip rotated full to the left) to reduce tension applied to the nitinol structure. A review of the device history record for the reported device indicated that the catheter passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.